Manufacturer narrative:
The customer's provided calibration recovery was found to be ok. The pre-analytical information regarding the sample was requested, but not provided. The patient sample was not available for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable free psa and total psa results for 1 patient sample on a cobas 6000 e601 module. The free psa result was 0.125 ng/ml. The total psa result was 0.06 ng/ml. The total psa result was reported outside of the laboratory. The patient has had several total psa tests performed before and the results have been very low. The free psa reagent lot number is 47278400 and 30-sep-2021. The total psa reagent lot number and expiration date were requested but not provided.